Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements of greater than 125 ohms. The rv lead vector was reprogrammed to exclude the svc coil. It was reported that the system would likely not be revised due to patient condition. There were no adverse patient effects reported. The system remains in service.